Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter had a hole in it. As a result, the catheter was exchanged. This was being used on a labor & delivery patient. There was no delay in treatment, no patient death and no complications reported. Patient outcome is fine.